Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The indications for use were intractable spasticity and multiple sclerosis. The pump was programmed to deliver baclofen 2000mcg/ml at a dose of 425mcg/day. The pump was replaced from a 20ml pump to a 40ml pump. A few days later the patient experienced increased spasticity. It was believed that the catheter became kinked or disconnected. An x-ray was performed; however, it was not determined if there was a catheter fracture. A catheter revision was scheduled to correct the problem. Additional information indicated that on (B)(6) 2015, the pump pocket was opened and the disconnected catheter was reattached. The patient was doing much better.